Event description:
During withdrawal of the 18 fr gore introducer sheath following successful implant of the excluder trunk-ipsilateral component, the external iliac artery ruptured completely. After gaining contraol, the contralateral component was placed and a vascular graft was surgically implanted to repair the ruptured iliac artery. The patient was fine at the end of the procedure. No alleagation of deficiency was made regarding any of the gore products used in this case.